Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/18/2020. H.6. Investigation: bd received a 24 gauge nexiva single port catheter assembly from an unknown lot. A review of the device history record could not be performed as the lot was unknown and no identifying details were found on the sample. Our quality engineer visually inspected the returned unit and observed that the pinch clamp was misaligned and damaged. Upon microscopic inspection, damage was found to both legs with stress marks found on one leg. The damage was found to be a deformation causing the legs to both bow slightly inward, which may have indicated pinching of the legs. Based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that there was a misalignment of the clamp during the manufacturing process that caused the observed damage. H3 other text : see h.10.

Event description:
It was reported that during use the clamp was found to be bent with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: a bent clamp was found.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use the clamp was found to be bent with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: a bent clamp was found.